Manufacturer narrative:
This occurred on an unknown date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a large bore stopcock with rotating male luer lock. This occurred during unknown process step. It was stated that they were unable to ¿push¿ agitated saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.